Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the blue fiber cable. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The probable root cause is attributed to mechanical adjustment and replacement of components to resolve the damaged fiber port.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that the blue fiber cable got pulled out of the robot, and the cable is in pieces. The caller stated the metal piece is still inside of the robot port. They were about to start a case, but will now have to convert to lap with no other system available to bring in. The caller stated they have cases scheduled for tomorrow with this system. The caller had to go grab supplies, and call ended. The procedure was converted to laparoscopic surgery and completing as planned with no reported injury.